Event description:
A customer observed negatively biased amon qc results on the vitros 950 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the tunnel pad and spring were missing from the incubator. The customer believes the night shift removed the tunnel pad and had not replaced it. Following replacement on the tunnel pad and spring, qc test results were acceptable. The root cause of the event was user error.